Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a t&a, a patient with osa and down syndrome had respiratory distress and stridor while in post-anesthesia care unit and was transferred to pediatric intensive care unit where he stayed for 4 days. The patient continued to have nocturnal desaturation episodes and required oxygen. Prior to discharge, the patient required pulmonology consult.

Manufacturer narrative:
H10, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states that the crfs were reviewed. However, the limited information was insufficient to base an assessment of the root cause and patient impact beyond the reported events. Per the case details, no further information is available. Therefore, no further medical assessment could be rendered at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.